Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital. On (B)(6) 2014, primary tha surgery was performed using the following implants. -stem (part#: 900530210, lot#: 7834133). -sleeve (part#: 550514, lot#: 7807209). -head (part#: 152190059, lot#: 3269026). -liner (part# & lot#: unknown). -cup (part# & lot#: unknown). In (B)(6) 2017, pseudotumor was suspected based on the MRI image at this hospital. In (B)(6) 2017, pseudotumor was denied through the needle biopsy at another large hospital. In (B)(6) 2017, this hospital confirmed through MRI that the pseudotumor was getting bigger. On (B)(6) 2017, revision surgery was performed to replace all the implants other than the cup with new implants. The revision surgery was successfully completed. Doi: (B)(6) 2014; dor: (B)(6) 2017; unknown affected hip.

Manufacturer narrative:
Investigation summary: examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.